Event description:
The customer reported that the paramedics were called for low blood glucose in two occasions. The customer stated that in one occasion his blood glucose was 23 mg/dl, and the second time his glucose level was 43 mg/dl. Troubleshooting was performed. The bolus, basal, and programming on the insulin pump were correct. The reservoir status did match to the screen status. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.